Event description:
It was reported that during interrogation of the pulse generator, measured data fields were blank. The programmer was rebooted and some, but not all data was retrieved. A follow-up was scheduled in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.